Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and evaluated. Visual inspection, leak testing, clear passage testing and a clamp function test were performed with no issues noted. The device was used in a simulation of therapy and there were no problems found. The leak was not verified through the sample evaluation and the device was determined to have met product specification related to the reported problem. If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This occurred while the patient was priming in peritoneal dialysis therapy. The patient stated that solution leaked from the cassette onto the floor. The patient could not identify specifically where the leak was coming from but stated that one of the lines from the cassette was kinked. The cassette had been stored in the original box at room temperature prior to use. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.